Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead was found with all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Date of event is estimated. Further information requested but not received.

Event description:
It was reported that the patient's lead was exhibiting high impedances. As a result, the lead was explanted and replaced. Surgical intervention resolved the issue.